Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected air embolism. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. The clip was deployed, however, during this process it was suspected that an air embolism occurred. Angiography did not show an embolism; however, the electrocardiogram (EKG) showed an st elevation. Due to the EKG and echo results the physician suspects an air embolism. The patient was stable, and no medical intervention was warranted. The procedure was complete with the clip implanted reducing the final mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported air embolism and EKG/ECG changes could not be determined. However, the reported patient effects of air embolism and EKG/ECG changes are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.